Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the femoral artery. The eccentric, de novo, 32mm in length and 2.75mm in diameter, 70% stenosed target lesion being treated was located in the non-calcified and moderately right coronary artery (rca). Pre-dilation with a 2.00x20mm mavericak balloon catheter was performed leaving 50% residual stenosis. A 2.75x32mm promus element sds was advanced and was unable to cross the lesion. The device was removed and the procedure was completed with the deployment of a 3.00x32mm promus element stent. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent struts are both raised and twisted. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).